Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03578 / 03579). Product location unknown.

Event description:
During an ankle screw removal procedure the tip of the cannulated driver fractured. It was also noted that the head of the screw was stripped.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and sent for fracture analysis. The fracture analysis results show that the driver fractured at the distal tip near the base of the hex. Fracture analysis of the returned driver revealed fracture surface artifacts that suggest a 2-way bending overload fracture may be initiated on opposite side of the driver & met in the middle of the fracture surface. Material analysis and hardness testing showed the device was conforming to specifications. Device history record was reviewed and no discrepancies were found. Fracture analysis concluded that the fracture can be attributed to bending overload. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an ankle screw removal procedure, the tip of the cannulated driver fractured. The surgeon shaved around the screw and used a hollow mill to remove the screw. No further patient consequences were reported.